Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. The right common iliac artery was 18.3x13.1, 18.8x17.3, 17.8, 15.3, 13.2, 9.5 mm in diameter from proximal to distal. The left common iliac artery was 10.3, 9.1, 11.7, 10.7, 7.5 mm in diameter from proximal to distal. It was reported that during follow-up the aneurysm was found to have been getting larger because of a type ii endoleak and the diameter of the right common iliac artery on which sealing was done was also getting larger and the stent graft almost migrated from the common iliac artery. It was noted that a type ib endoleak and rupture may occur in this situation. Per the physician the diameter of the original stent graft became undersized because of expansion of the common iliac artery due to development of an aneurysm. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information received confirmed the following information: the patient received an intervention where another manufacturer device was implanted. No endoleak was noted after the intervention and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.